Event description:
The PICC line was placed, xray confirmed placement. When attempting to pull wire catheter had migrated into pt's upper arm. Pt had to be told to bend arm to stop bleeding from site. A tourniquet and pressure was applied. The pt was taken to interventional radiology for retrieval and replacement.